Event description:
The customer reported getting no delivery alarms during basal. Troubleshooting was performed. The customer's recent glucose reading was 400 mg/dl, and she has treated with manual injections. The customer stated that the infusion set was changed several times within twenty four hrs due to the alarms. The customer believes that the alarms are caused by a site issue. During the call the customer mentioned being hospitalized for diabetes ketoacidosis and high blood glucose of 600 mg/dl. The customer stated that she was disconnected from the insulin pump and started on an insulin drip and fluids. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.